Event description:
It was initially reported to philips that the device had an issue with the therapy cable port. This was further clarified by the customer as the device had a red x. There was no reported patient involvement.